Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller fault alarm was not confirmed. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis. A log file was submitted for review and a log file was downloaded form the returned system controller. The log files contained overlapping events spanning approximately (B)(6) days ((B)(6) 2020, per timestamp). There were no alarms related to the reported event of a controller fault alarm. The system controller was functionally tested and passed all stages of testing. The system controller was able to operate on a mock loop for an extended period without interruption. The reported controller fault alarm was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed. And the records revealed, the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 19apr2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020 the patient had multiple ICD defibrillation shocks due to multiple arrhythmias (combination of ventricular tachycardia and ventricular fibrillation). The patient became unconscious and emergency services provided CPR and external defibrillation to stabilize heart rhythm. The patient was transferred to the local emergency room where a controller fault alarm occurred. The controller was exchanged to the backup and no other active alarms occurred. The patient was connected to an ungrounded power module patient cable after multiple pump stops occurred due to short-to-shield damage of the driveline cable. The primary controller log file confirmed a pump stop at 14:46 with no further record. The backup controller log file showed multiple pump stops due to short-to-shield events. After connecting to the ungrounded patient cable there were no further issues. Ramp test confirmed adequate left ventricle unloading with lvad inflow cannula in sub-optimal position. The patient was extubated and there were no adverse consequences due to the event. The vad team decided to adjust speed and fluid balance to enlarge lvedd and limit potential contact of inflow with left ventricle wall. An electrophysiology investigation was planned. Due to previously confirmed short-to-shield event, new x-rays and driveline x-rays were performed which confirmed external driveline damage and did not exclude internal damage. Due to another pump stop event, the patient underwent a pump exchange on (B)(6) 2021.